Manufacturer narrative:
Device evaluation: the customer reported issue of ¿the device was showing an error code 41786¿ was confirmed. The cause was a defective printed wiring assembly (pwa). The pwa was replaced, and the device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was showing an error code 41786, typically indicating a system fault, often related to a faulty printed wiring assembly (pwa) board or an upstream occlusion (uso) seal. This occurred prior to the release for patient care. There was no patient involvement.